Manufacturer narrative:
The error e224 occurs when the communication between the video processor and the subject device fails. The subject device has been returned to olympus repair center. Omsc assumed that the reported event was likely to be caused by a cable defect of the device. There is a possibility that the defect of the cable was caused by the user handling. If additional information becomes available, this report will be supplemented.

Event description:
A communication error (e224) occurred. There was no report of patient injury associated with this event.